Event description:
Problem: the puncture portion of the vial decanter that pierces the vial of medication is causing small pieces of the rubber from the medication vial to break off and float in the medication to be administered.